Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lobectomy, at the 1st firing when the reload was connected to the handle, and was attempting to fire, the firing could not be performed. The cartridge was replaced for a new one, and the device could fire without problems. After that, the hospital staff tried to use a different reload and connected it, when trying to fire, the tissue was not stapled. The sales representative confirmed that, the cartridge was already fired, so there was a possibility that the hospital staff connected the fired one instead of the new one by mistake. When it was replaced by a new cartridge, the device could fire without problems. The surgical time was extended by less than 30 min. There was no patient injury.

Manufacturer narrative:
Additional information: mfg site ID, (model#, catalog#, lot#, UDI), evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Staple pushers were visible at the zero cut line. Functionally the reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.